Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle upon receiving. The sealant was separated from the device soaked with blood. The advancer tube was not returned, therefore, a complete physical investigation could not be performed. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr ((B)(4) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that after the physician shuttled down and retracted the procedural sheath, part of the sealant came back attached to the catheter before advancing the advancer tube. The device was removed and pressure was held for a couple of minutes the patient was noted to be fine and hospitalization was not prolonged as a result of the event. No additional information is available. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Vessel location: coronary vessel size: 6 mm sheath size: 5f stick location: medium.